Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned in two segments severed 127 mm from the terminal pin with the mid-body segment missing. Visual inspection noted no abnormalities other than induced damage from normal use. Continuity testing was performed on the segments, which confirmed the conductors were intact.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to alleged high pacing impedance, measuring greater than 3000 ohms. During the explant procedure, there was a complete closure of the subclavian vein. A hard stylet was inserted into the lead and the intracardiac screw was retracted. The lead was freed from the rough fibrosis of the subclavian vein using a cook-sheath in conjunction with a rotary handle. This freed the lead from adhesions by peeling off the fibrosis material. The lead was retrieved using a lasso catheter inserted transfemoral. A new rv lead was implanted in the rv apex with acceptable measurements. Additionally, a repair of the small insulation damage of the competitor left ventricular lead was performed using silicone adhesive. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to alleged high pacing impedance, measuring greater than 3000 ohms. During the explant procedure, there was a complete closure of the subclavian vein. A hard stylet was inserted into the lead and the intracardiac screw was retracted. The lead was freed from the rough fibrosis of the subclavian vein using a cook-sheath in conjunction with a rotary handle. This freed the lead from adhesions by peeling off the fibrosis material. The lead was retrieved using a lasso catheter inserted transfemoral. A new rv lead was implanted in the rv apex with acceptable measurements. Additionally, a repair of the small insulation damage of the competitor left ventricular lead was performed using silicone adhesive. No additional adverse patient effects were reported.